Event description:
It was reported that an unspecified quantity of clearlink secondary medication sets had flow issues. This event was further described as, ¿medication did not infuse readily¿ and ¿backflush continued to be sluggish¿. The primary tubing was clamped for the medication to infuse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.